Event description:
It was reported that the device could not be interrogated a day after implant. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and the device could not establish bluetooth communication due to low battery voltage level. Further analysis revealed high current drain from the hybrid circuitry. The high current drain is consistent with a hybrid ic anomaly which resulted in premature battery depletion.